Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735999, serial/lot #: unknown; product ID: 9735762, version: 2.1.0 g2: foreign country - united kingdom h3/h6: the system was serviced in the field and there was a network/communication issue. The issue lied with dataset used for navigation. The dicom files were too large for system. Codes b01, c10, and d18 apply. The software analysis was completed. There was enough information to suggest that a software anomaly occurred on the event date. Codes b01, c10, and d18 apply. Codes b17, c20, and d15 apply to product 9735999. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system memory was claiming it was full, but there was limited scans on the system and only 10% of the solid state drive (ssd) was used. There was also some freezing and plans deleted without consent while in the software. There was no patient involvement. (B)(6) 2024 e1 (rep, for): no new information. (B)(6) 2024 e2 (rep, for): no new information. (B)(6) 2024 e3 (rep, for): no new information. (B)(6) 2024 e4 (rep, for): no new information.